Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high pacing thresholds and a decrease in pace impedance from 340 to 280 ohms soon after implant. X-ray imaging was performed, lead dislodgement was observed and, subsequently, the patient underwent a revision procedure. During the procedure, consistent capture could not be achieved despite repositioning of the rv lead. The physician elected to replace the rv lead, and this rv lead was explanted. No additional adverse patient effects were reported.